Manufacturer narrative:
(B)(4). (B)(4) after several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during a laparotomy procedure, an error five was displayed soon. The doctor felt a difficulty in activating the device, so the doctor touched the blade, and then the blade was broken off outside of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.